Event description:
It was reported that during a coronary stent procedure, difficulty was encountered crossing the lesion. The stent and balloon tip dislodged as the physician was attempting to retract the stent back into the guiding catheter. Entire system removal is recommended in the instructions for use. Pt went to surgery. Pt status is listed as "okay".